Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an insulin syringe. Customer reports needle was too weak. The customer stated it bent too easily and broke when drawing up the insulin.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.